Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, a small black chunk of rubber from universal seal detached and fell into the patient. The fragments were retrieved in same procedure. The procedure was completed.